Manufacturer narrative:
D3: manufacturer address 1- (B)(6).

Event description:
It was reported a gas/air leak occurred on the shaft of the device. During preparation, an icepearl 2.1 cx 90 degree needle was reported to have a gas/air leak from the shaft of the device, an air bubble was present. To troubleshoot the event the device was switched to another channel, device was not used in the procedure. Another device of a different model was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Device evaluation by manufacturer: an icepearl 2.1 cx 90 degree needle (lot# 30757927) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were initially noticed. The needle was connected to the icefx console, and a two-minute confidence test was performed. It was discovered during this confidence test that gas bubbles were forming at the distal end of the handle that connects to the needle shaft. The needle was disassembled and evaluated under a microscope. It was discovered that there appeared to be small hairline cracks in the glue connecting the handle to the shaft. The reported event of a gas leak from the needle shaft was not confirmed; however, it was confirmed that the device leaked gas from the handle to shaft junction.

Event description:
It was reported a gas/air leak occurred on the shaft of the device. During preparation, an icepearl 2.1 cx 90 degree needle was reported to have a gas/air leak from the shaft of the device, an air bubble was present. To troubleshoot the event the device was switched to another channel, device was not used in the procedure. Another device of a different model was used to complete the procedure. No patient complications reported.